Event description:
The following was reported to gore: the patient presented with an aneurysm in the origin of the left subclavian artery (lsa) and was treated with a gore® tag® conformable thoracic stent graft with active control system. Despite that it was stated that the device landed in the proximal landing zone where intended, it was also stated that the left common carotid artery (cca) was unintentionally partially covered. It was also stated that no device issues occurred. Additionally a bypass from the cca to the lsa was established and an advanta v12 endoprosthesis was implanted as a chimney device to perfuse the cca. The patient tolerated the procedure and no intervention is planned.

Manufacturer narrative:
H6: updated result code 1 and conclusion code 1. H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Event: updated event description.

Event description:
The following was reported to gore: the patient presented with an aneurysm in the origin of the left subclavian artery (lsa) and was treated with a gore® tag® conformable thoracic stent graft with active control system. Despite that it was stated that the device landed in the proximal landing zone where intended, it was also reported that the left common carotid artery (cca) was unintentionally partially covered. It was mentioned that no device issues occurred. A bypass from the cca to the lsa was established and an advanta v12 endoprosthesis was implanted as a chimney device to perfuse the cca. The physician stated that lack of precision during deployment lead to the coverage of the cca ostium. The patient tolerated the procedure and no intervention is planned.